Manufacturer narrative:
The following similar device is under complaint (B)(4), lot 23el08, catalogue: 6882817, manufacturing date 05-31-2023, expiration date 04-30-2026, UDI (B)(4) investiagtion results: it has been reported that a clinician noticed a crack and leakage at the pressure transducer part near the 3-way stopcock. They replaced a new kit and continued to treat the patient. A leakage of about 125 ml nacl was reported. The device was not available for investigation as it is not allowed to ship device that were used on patients abroad (chinese restrictions). Unfortunately, it is our understanding that the product in question is not available to be returned to us for analysis. We regret not having the opportunity to examine the actual product and request that the appropriate staff members in your institution save any product(s) in the future that does not meet performance expectations and return the product to us for complete evaluation and analysis. No pictures or videos provided by the customer. Therefore, the root cause cannot be determined. A handling error by the user cannot be excluded. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (less than (B)(4) percent considering root cause). Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. It cannot be excluded that a handling error during use occurred. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed.

Event description:
It has been reported that a clinician noticed a crack and leakage at the pressure transducer part near the 3-way stopcock. They replaced a new kit and continued to treat the patient. A leakage of about 125 ml nacl was reported. The device was not available for investigation as it is not allowed to ship device that were used on patients abroad (chinese restrictions).